Manufacturer narrative:
No product are available for return and the lot# is unk. Therefore a review of the device history record could not be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2013, the pt (pt) reported that she experienced a corneal ulcer in her right eye (od). The pt stated she presented to her eye care professional (ecp) with a very red and irritated od. At the time, the pt was wearing the lenses extended wear for 2-3 weeks at a time. The pt stated that she was prescribed a drop (unk) qid for a day and then bid for the remainder of the week. The pt was also advised to discontinue contact lens wear for a week. The pt stated that there was no change in her vision after the event. Further f/u with the ecp office indicated: the pt presented on (B)(6) 2013 c/o tearing, foreign body sensation and redness. The diagnosis was a central corneal ulcer od. The pt was prescribed ciloxan 1 gtt, dosing unk, for 7 days. The pt was requested to return to clinic on (B)(6) 2013 but called on (B)(6) 2013 and stated that symptoms had subsided. The pt was authorized to return to lenses on (B)(6) 2013 but did not return to the clinic.